Event description:
It was reported that the colonovideoscope had a communication error. The issue occurred during diagnostic bronchoscopy procedure. The intended procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30), no image, and the connecting tube has foreign material. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction scope communication error (b30) and no image was due to a cut in the charged coupled device (ccd) cable and corrosion on the video plug. Additionally, the most probable cause for connecting tube has foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.